Event description:
Reporter indicated a vns (B)(4) handheld computer with version 7.1 software was freezing on the interrogation screen. The suspect computer and flashcard were returned for analysis and the screen freezing event was confirmed. Screen freezing is known to occur with the combination of the (B)(4) computer and version 7.1 software.